Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they don't think the device has ever helped with their symptoms since it was implanted. Caller stated they have tried all 7 programs and none were successful. Caller stated in addition to that they were give 4 more (a-d) and they didn't help either. Caller stated they have not changed the settings in quite a while. Caller stated they went to see a different colorectal doctor who said that the implanting surgeon must have placed it in the wrong location along the spine; it is on the s4 instead of s3 (which they thought all the studies were done on s3). The patient was redirected to their healthcare provider to further address the issue.